Event description:
It was reported to philips that the capacitor output, while on battery power, was below allowable specifications and the device would fail the defib test. There was no patient involvement.